Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was asymptomatic when presented remotely via merlin.net transmission, it was noted that the pulse generator exhibited a false indication of loss of capture. The patient would be brought in clinic for evaluation. No additional information was available.